Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor) and battery failed alarms. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was done for the pump error and found the customer was able to successfuly clear the alarm and rewind the insulin pump. The self-test also passed. No harm requiring medical intervention was reported. The product mmt-1884 will be returned for analysis.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received without a battery cap. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. No unexpected pump error 43s, motor errors, or prime/rewind anomalies were noted during testing either. Thump software was utilized and uploaded trace/history files properly. The adapt tool lists the following battery related alerts/alarms around the event date: multiple 58=failed battery test occurred on 08/27/25 from 20:14:24 to 20:16:49. The adapt tool confirms that pump error 43 occurred @ 08/27/25 20:14:04. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of battery failed alarms was not confirmed but that of pump error 43s was confirmed during testing. According to the adapt tool, the pump error 43s are due to a hardware issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.